Manufacturer narrative:
The insulin pump had constant tone and no button response. We were unable to verify root causes of the constant tone and no button response due to product preservation. We were unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to constant tone and no button response. The insulin pump had minor scratched display window and a small crack on the reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have had an emergency room visit on (B)(6) 2016 with blood glucose of 285 mg/dl. Customer had symptom of headache. Customer's emergency room visit was due to diabetic ketoacidosis and dehydration. Customer was not admitted into the hospital. Customer was treated with IV. Customer was wearing insulin pump at the time of emergency room visit. Customer declined to troubleshoot for high blood glucose. Customer reported that keypad was not responding and that insulin pump had a constant tone. Customer declined further troubleshooting for constant tone and requested for insulin pump to be replaced.